Event description:
Bilateral capsulectomy with removal and replacement of bilateral saline breast implants due to bilateral capsules especially severe on the left side and rupture of the left breast implant.